Manufacturer narrative:
(B)(4): device was not returned to the MFR for eval. Without additional device info, a review of the device history records is not possible. We are therefore unable to determine the cause of the event.

Event description:
It was reported that sometime after the pt underwent a posterior decompression and fusion, lumbar interbody fusion from l3 to s1 and rod placement from l2 to l3, he felt a "twang" in his back. He was reportedly experiencing intense back pain since that time. A CT scan was performed but showed no clear evidence of a device failure. At this time there appears to be no plan for surgical exploration or device removal and it is noted that the pt would like to be able to control with pain management. No other details are currently available.